Event description:
A single dose of liquid antibiotic was sent home with the grandmother of this pt. The medication was put into an oral medication syringe and a protective cap was put on the end of the syringe. When the grandmother administered the medication, she didn't realize that there was a cap on the syringe so when the medication was given, the cap went into the infants mouth/throat. Pt's weight 11 lb 15 oz.